Manufacturer narrative:
Investigation findings: the product is supplied to deroyal by (B)(4). Due to previous complaints of this nature being identified within the (B)(4), (B)(4) was issued. The scar due date is on (B)(4) 2015. Follow up on (B)(4) 2015 as a reminder of the scar due date. The completed scar was returned to deroyal on (B)(4) 2015. (B)(4). As part of the scar response an investigation summary was provided. Investigation summary: a device history record (DHR) review was conducted for the lot number provided and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled, packaged, and inspected according to our specifications. Product samples were not provided. It is necessary to receive the physical sample to perform a proper investigation and confirm the defect. As such is not possible to determine the source of the defect reported and corrective actions cannot be established. The actual sample in which the issue occurred was not returned for eval due to being discarded by the end user. An unopened representative sample was returned on (B)(4) 2015 and has been forwarded to the vendor for eval. If the vendor supplies supplemental info that would affect the complaint investigation due to the eval of the sample the call will be re-opened for updates. Correction: credit has been provided on (B)(4). Root cause analysis: the root cause for the report is unk. The actual samples in which the issue occurred were not returned for eval. Deroyal: potential root causes have been identified but are not limited to the following: user error; mechanical failure. Corrective action and/or systemic correction action taken: (B)(4) has not taken any action due to being unable to determine a root cause. Preventive action: (B)(4) has not taken any action due to being unable to determine a root cause. No further info is available at this time.

Event description:
When doctor was using the subject device on the pt the staples were getting stuck and jamming up.